Event description:
A report was received concerning a device issue the plastic near the usb port was chipped away. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up from technical support and was in the process of obtaining a new device as the current one was out of warranty. No further action was required.